Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device were not flexible as they should be and was difficult to manipulate through patient airways. The customer reported that there was no patient involvement.